Event description:
It was reported that the implantable pulse generator (ipg) device did not record atrial episodes. The patient was in the clinic office on a 12 lead machine which showed atrial fibrillation, but rate histogram did not show recent high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).